Manufacturer narrative:
The pod will not be returned for evaluation. We are unable to confirm any issue related to the pod's adhesive that may have resulted in the customer's adverse skin condition. The omnipod user guide instructs patients to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the patient is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. The customer followed these instructions per the user guide and sought medical attention in order to treat the condition. The omnipod website offers a resource guide that includes a listing of skin barrier products that can aid in skin protection.

Event description:
The customer's mother reported frustration with using the omnipod system because her daughter is "allergic" to the pod's adhesive. As a result of her adverse skin condition, her health care provider was consulted. The customer currently "uses several skin barriers", though the issue persists. No product will be returned for evaluation.